Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection. Symptom was pus in one of the sites. The physician could not confirm the location of the infection and does not believe that the infection was device or procedure related. The patient was reportedly doing well after the procedure.